Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device developed a major crack along the side seam that compromised the enclosure seal and rendered the device no longer watertight, and a replacement device was provided with the understanding that it would not contain prior settings or history. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included product assessment upon return. Investigation of this case revealed physical damage to the device housing consistent with a cracked enclosure. It was concluded that the event was due to mechanical damage to the device, and device replacement resolved the issue.